Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Address: (B)(6). Reference MFR. Report : 1221359-2021-02401, 1221359-2021-02402, 1221359-2021-02403, 1221359-2021-02404.

Event description:
The customer reported five (5) false negative results with the ID now covid-19 assay performed on multiple dates. This MFR. Report addresses patient one (1) of five (5). The customer reported a false negative result on a nasal swab. With ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing was performed with pcr on (B)(6) 2021 and generated positive results (CT value 35). Although requested, no additional individual patient information, including patient treatment and outcome was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m149983 , test base part number 190-430 / lot: m149983 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149983 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction.